Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused normal saline during patient therapy. The patient was ordered to receive 20 ml/kg normal saline bolus (child weighed 10.2 kg, 204 ml bolus). The bolus was programmed by the registered nurse on the previous shift and when the next shift nurse went to assess the pump, they noticed that it was still running the bolus. Approximate 800 ml had been given (only 200 ml remained in the bag). Further review of the pump showed that a 1000ml bolus had been programmed. The doctor was contacted to check the patient, and it was reported that there was no harm to the patient. No additional information is available.